Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that following an implant procedure the patient had subdural hematoma above where the lead was placed. It was also stated that the patient was experiencing numbness and tingling. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead will not be returned.